Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d4: expiration date and unique identifier (UDI) number h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use. However, the alleged fractured mount was not returned for evaluation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during placement / excessive torque. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) numbers are k011028 and k013227.

Event description:
Customer reported fmt broke during placement of implant. Tooth 19, 20. The procedure was completed with different implants.